Manufacturer narrative:
It was reported that the outer catheter began break ad separate from the rest of the handle during deploy. As a result of analysis of returned device, outer sheath was detached and stent was partially deployed. Tip was pulled out toward the sheath. There are curves on stent loaded part, and deployment was tried without pressure, and, very strong resistance occurred, but it was gradually deployed, resulted in deployment success. In the inner sheath, it was kinked and stretched. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment well under the none pressure, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which was concentrated the force, and the strong resistance occurred and the outer sheath was detached in the end, resulted in deployment failure. Also, based on the kinked and stretched sheath and tip pulled toward the sheath, it seems that the recapture has occurred during repeatedly pushing and pulling the pusher to deploy it. This device is not able to recapture. Taewoong medical's being able to recapture devices are labeled " reconstrainable " on the box and attached tag. This complaint is assumed that it was malfunction for device due to pressure of patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
The outer catheter began break ad separate from the rest of the handle during deploy. The broken part was removed after procedure, and they completed the procedure with a similar stent of a different length.